Event description:
Additional information received reported there was incisional drainage that was noted on 2015-(B)(6). It reported that cultures were obtained from device pocket. The cultures were negative. The patient received IV antibiotics. There was no drug withdrawal. Risk factors that applied to the status of the patient prior to implantation of their device included debilitated status and malnutrition or extremely thin.

Event description:
An infection occurred and the pump and catheter were explanted on (B)(6) 2015. The explanted devices were discarded by the hcp. On (B)(6) 2015, reported that the patient¿s entire device system was explanted without a manufacturer representative in attendance at the time of explant. The primary location of the infection was the catheter tip ¿ cervical. The date of the last pump refill was (B)(6) 2015 (at time of surgery). The onset of the infection was approximately (B)(6) 2015. Signs and symptoms of infection included redness, drainage, and incision wound opening. The primary location of the infection was the device pocket (noted as ¿second¿) and the catheter (noted as ¿first¿). A culture was obtained from the cervical region; ¿it was a cervical insertion¿. Regarding the culture, no growth to date was yet observed. The patient had been on several weeks of antibiotics so the hcp was still waiting for results of bacterial identification. Perioperative antibiotics had been administered. The patient did not have meningitis. Treatment of the infection included a total device system explant and both IV and oral antibiotics were administered. The patient received IV antibiotics from (B)(6) 2015 then oral antibiotics were administered from (B)(6) 2015. The patient¿s outcome was unknown. Drug withdrawal symptoms did not occur. Risk factors that applied to the status of the patient prior to implantation of their device included a debilitated status regarding cerebral palsy and gross motor function classification system v. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).